Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual inspection of the returned device found the working length does not present a kink in the distal section. The handle cannula was found broken and the tip of the basket was detached. The handle was actuated and found the basket was not able to extend/retract due to the broken handle cannula. Based on all available information, it is most likely that procedural factors encountered during the use of the device could have affected the device's performance and integrity. Handling and manipulation of the device during preparing/testing/usage of the device could have contributed to the encountered issue. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket failed to open. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The investigation results revealed the handle cannula broken; therefore, this is now an MDR reportable event.